Event description:
Vanishpoint 1ml with 1 inch needle use for covid-19 under emergency use authorization (eua): pt was to receive covid-19 vaccine, but vanishpoint 1ml with 1 inch needle malfunctioned causing <50% of vaccine to be delivered. More specifically, after the needle is inserted intramuscularly and pressure is applied to the plunger, very little vaccine is delivered before a "pop" is felt and the needle retracts prematurely leaving remaining vaccine in the syringe. FDA safety report ID # (B)(4).